Manufacturer narrative:
Device not returned.

Event description:
It was reported that a power source alert occurred while charging pump battery. After continued charging, the alert cleared and battery was charged. Customer's blood glucose was within range (value not provided).